Event description:
It was reported the patient "every once in a while" does not feel stimulation depending on how they are sitting. It was noted that "it started giving problems" about two weeks prior to report "related to now feeling stimulation." It was noted, the patient did not make changes to stimulation very often. No patient symptoms were reported. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 3037 lot# serial# (B)(4), product type programmer, patient product ID 3 093-28 lot# v833298, implanted: 2011 (B)(6), product type lead (B)(4).

Manufacturer narrative:
(B)(4)